Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was repaired and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system collimator needed to be calibrated. No patient injury was reported.